Event description:
Pt reported that their one touch basic enhanced meter kept giving pt the not ok message during a test. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. A replacement meter was sent to the pt. No further clinical info was provided.